Event description:
The patient reported frayed wires and sparking on the power supply. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
External and internal visual inspections of unit revealed exposed wiring of the returned power supply. During the investigation, visual inspection revealed that the power extension connector was seated in the connector cover. In addition, no power clip was attached and/or returned. The return power supply was unable to be used due to safety hazard. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. Initially unit was unable to boot up due to exposed wiring. In result i3 unit was able to be powered on by replacing the returned power supply with a golden power supply. Unit then was able to pass all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home. The reported problem of fraying power supply was confirmed.